Event description:
The following has been reported: biomed reported: customer reported that pump displayed pump problem before the pump was programed. Customer cleaned the av (actuator valve) pins. Tested pump after a few minutes of the pump operating the pump displayed pump problem. Cleaned the av (actuator valve) pins again. Tested pump the pump infused longer then the first time then pump problem occurred again. There was no any report of patient harm or of the issues stopping an active infusion. A preliminary review of the logs identified the following issue: pneumatic valve leak failure (valve 2). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for investigation. During mock infusion testing, pump was unable to pass a mock infusion designed to trigger a valve 2 leak. Device was updated to latest software version (5.9.2) prior to mock infusion testing and alarm still triggered. Internal investigation of device found no damage. The entire pneumatic valve assembly will be removed from the pump and further testing will be performed and tracked under an internal CAPA. The pump will have a new pneumatic valve assembly installed and undergo all necessary functional testing.